Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was originally reported on (B)(6) 2018 that the device was not working. On (B)(6) 2018 it was clarified the patient meant she could not get her monitor to work and it had been 4 days since she was able to use it properly. The patient clarified she meant her patient programmer down navigator arrow button was non-functional. No out of box failure was reported. The patient programmer was replaced. During the call the patient confirmed the patient programmer showed the implant was off and so they turned it on during the call. The patient called back on (B)(6) 2018 stating she received the replacement patient programmer and she was still having the same issue with the patient programmer. The patient synced with the patient programmer and the screen showed off/ok. During the call the patient turned the therapy on/ok. The patient was instructed on how to use the navigator button and the patient programmer battery level was 75%. The patient tried pressing the down arrow on the navigator button to move to the second row and the arrow did not move to the second row. The patient stated that was the same issue she was having the day prior. Another replacement patient programmer was sent. No medical/therapy problems, symptoms, or complications were reported or anticipated.